Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother reported the patient had been vomiting earlier in the day and his cgm displayed signal loss. A finger stick bg was performed, the value was 450 mg/dl. The patient was given insulin and the cgm was calibrated using the 450 mg/dl value. The patient continued to vomit throughout the day and by the evening, his cmg was over 300 mg/dl. He was taken to the emergency department and upon admission, his cgm displayed 279 mg/dl; however, his bg was over 600 mg/dl (the highest value displayed on the emergency department glucometer was 600 mg/dl). The patient was treated with a 2-liter bolus of saline, an insulin drip and was admitted with diabetic ketoacidosis (dka). The patient was discharged four days later. The patient continued to have a 10 to 60 point difference values while in the hospital. After the patient was home, he experienced two other incidents of inaccuracies; in the afternoon his cmg was 66 mg/dl with arrow down and his bg was 42 mg/dl. The cgm was calibrated with the 42 mg/dl. At 6:30 pm, his cmg was 133 mg/dl but his bg was 188 mg/dl. At he time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.